Event description:
Carefusion pca pump appears to have malfunctioned and infused hydromorphone pca at faster than intended rate. The reported details are as follows: 2330 - received pt with pca, pump cleared with outgoing rn, with volume remaining at 19.8 ml in pump. On routine rounds at 0045, noted pca pump at 2.28ml volume remaining. After 1 hour pca checked and at 1.78ml, pt pressed the pca pump per pca hx. After another 1 hr, pump still reacts 1.78ml remaining volume, at this time pt pressed the pump and delivered 0.5ml with volume remaining to 1.28 ml. Pca cartridge changed at 0400 with 1.28ml showing in the pump but noted 5ml remaining in the cartridge. Md notified and pt awake and alert, denied complaints. There was no pt harm. FDA safety report ID# (B)(4).